Event description:
On (B)(6) 2008, the patient underwent a procedure using two gore tag thoracic endoprosthesis to treat the thoracic aortic aneurysm. The proximal tag device ((B)(4)) was intentionally deployed covering the left subclavian artery. On (B)(6) 2009, the patient was rehospitalized due to an aorta-esophageal fistula and mediastinitis. Follow-up computed tomography identified an infection of the devices and a pseudoaneurysm located proximally near the (B)(4). The same day, the physician performed the first stage of a procedure whereby a handmade device was implanted to repair the pseudoaneurysm. The esophagus was resected, and a gastrostomy and esophagostomy were performed. The patient tolerated the procedure. On (B)(6) 2009, the second stage of the procedure was performed whereby the handmade device and two gore tag devices were explanted, and the descending thoracic aorta was surgically repaired suing a homograft. The patent tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. The cause of the fistula, mediastinitis, infection, and pseudoaneurysm are unknown. Additional device implanted and involved in this event: (B)(4).